Event description:
Device 1 of 2 reference MFR. Report# 1627487-2018-13473.it was reported that the patient was experiencing uncomfortable stimulation during an MRI. It was reported that the patient fell. Diagnostics were done and the system was working properly. Surgical intervention was undertaken on (B)(6) 2018 to explant the system.